Event description:
It has been reported to us that during the diagnostic angiography procedure, thrombus clots have occurred inside and around the introducer sheaths. An attempt to obtain additional information has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.